Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03714. It was reported the pt is not receiving effective stimulation. Reprogramming has been unsuccessful. Subsequently, the pt wants her scs system explanted rather than more reprogramming attempts. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.